Event description:
During a ventricular threshold test performed on a pacemaker dependant patient, the screen was blocked and it was not possible to stop the ongoing test. The programmer displayed the following message ¿can not access to manager core¿. A restoration of the functioning of the programmer was performed via a technical support.

Event description:
During a ventricular threshold test performed on a pacemaker dependant patient, the screen was blocked and it was not possible to stop the ongoing test. The programmer displayed the following message "cannot access to manager core." A restoration of the functioning of the programmer was performed via a technical support.